Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a heating sensation at their ins implantation site at various times. The patient reported this had occurred 10-12 times in the last 12 months. The rep was notified of this the day of the report at programming session. The patient reported they could remedy the issue by turning the ins off for a while. A battery test was conducted and it was determined to be 31-54 months. Impedance test identified >4000 on electrode configuration 0 & 2 and 0 & 3. Patient perceived the therapy to be very effect as symptom improvement had been achieved since implantation. The patient changed to program with electrodes (1- 2+). There were no known contributing factors reported. An active program was identified to determine if 'case' was active, it was not. The patent was on active program 1 (0-3+). Impedance check and battery life check were conducted. The patient was changed to a new program, it was unknown if the issue was resolved at the time of the report. The patient was overall happy with the therapy other than the heat sensation that occurred periodically. They patient continued to feel the correct anatomical sensory location of the stimulation and is/had been operating on a very low amplitude (0.3). No further complications were reported or anticipated.